Manufacturer narrative:
(B)(4).

Event description:
It was reported the device was found to be in backup vvi mode while still in the box. The device was not installed and was sent back. No patient symptoms were detected.

Manufacturer narrative:
No conclusion code available; the reported field event of backup vvi was confirmed in the laboratory via review of the device image and was caused by a single reset that occurred while the device was at ship settings. The device was tested on the bench and the cause of the reset was an anomalous component on the hybrid.